Event description:
It was reported the printer does not work. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified the printer problem, the printer drawer gear was loaded with lint causing it to malfunction. Analysis also found that there were system errors that had occurred in the past, the programmer cooling fan was noisy, the media bay door was broken, the programmer hinge plate was missing one screw and one screw was loose, the stylus pen does not work and the upper case plastic handle does not fit properly.